Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin, and the customer attempted to add an additional 150 units, and received another minimum fill message. The customer's blood glucose level was 263 mg/dl, and was addressed by delivering a correction bolus. The contact was able to successfully load a new cartridge and resumed insulin delivery.